Manufacturer narrative:
H3: product analysis #705262190:equipment used: video inspection system (m-81805), ruler (m-83360), pin gauge sets (m-84082, m-84081), camera (panasonic lumix dmc-zs5) drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev f as found condition: the pipeline flex w/ shield device and phenom-27 micro catheter were returned for analysis within shipping box and within a resealable biohazard pouch. The pipeline flex w/ shield braid and distal delivery wire were returned still within the phenom-27 micro catheter hub. Visual inspection/damage location details: no damages or irregularities were found with the phenom-27 catheter hub, micro catheter body, distal tip, or marker band. The hypotube was found unstretched and undamaged with the ptfe shrink tubing still intact. No damages were found with the resheathing pad, pad restraint or with the proximal bumper. The distal and proximal dps restraints, dps sleeves, and tip coil was found separated from the distal delivery wire. The distal braid end was found fully opened, and severely damaged/frayed. The middle braid was found flattened. The proximal braid end was found fully opened, damaged, and frayed. Testing/analysis: the phenom-27 micro catheter total length was measured to be ~158.2cm and the usable length was measured to be ~151.6cm, which is within specification (specification: total (ref) = 156.5cm, usable = 150cm ± 5cm). The micro catheter was flushed, and water did not exit the distal end. The pipeline flex w/ shield device could not be retracted out of the proximal phenom-27 micro catheter as it was found to be stuck and the phenom-27 was cut to remove the pipeline flex w/ shield device. The inner diameter of the phenom-27 was measured to be ~0.0270¿ at both ends, which is within specification (specification: 0.027¿ ± 0.001¿). The phenom-27 micro catheter could not be used for resistance testing as it was destroyed during the extraction. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ could not be confirmed as the braid fully opened when extracted out of the micro catheter. Possible causes for failure to open during procedure are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, presence of other indwelling stents or inappropriate anatomy. The customer report of ¿pipeline damaged during delivery/retrieval¿ was confirmed. Potential causes for braid damage are high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. Customer reported pipeline was not positioned in a vessel bend, pipeline was resheathed 2 or less times, all devices were prepared per IFU, and patient vessel tortuosity as normal. Therefore, the root cause could not be determined. There was no damages or irregularities found with the phenom-27 that would contribute towards the incomplete open. The customer report of ¿resistance during retrieval¿ and ¿catheter resistance¿ was confirmed as the returned pipeline flex w/ shield device was found stuck within the proximal micro catheter. Possible causes for resistance are braid damage or user does not maintain continuous flush. The dps sleeves, dps restraints, and tip coil were found separated from the distal delivery wire, indicative of high force delivery or advancing/retracting against resistance. Ngod10 2023-03-19 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported an aneurysm in the left ica, specific measurements are not available. Parent vessel size (proximal 4.94mm, distal 3.11mm). The resistance was only at the proximal side of the catheter when they were removing the device. There was no damage to the catheter observed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline flex with shield that failed to open at the distal end, was damaged, and became stuck in the phenom 27 microcatheter during retrieval. The patient was undergoing a procedure for flow diverter treatment of an unruptured saccular internal carotid artery (ica) aneurysm via right femoral access. The distal landing zone was 4.2mm and the proximal landing zone was 4.94mm. Vessel tortuosity was normal. Dual antiplatelet treatment was administered. It was reported that all devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed per IFU. During deployment of the pipeline, the distal end did not open completely and a significant kink was observed. The physician tried adjusting the load in the system so it was more centered in the vessel. When redeployment was attempted, the pipeline appeared event more kinked/bent at the distal tip. It was noted that more than 50% of the device was deployed when the failure to open was noted. The pipeline was not positioned in a vessel bend. The pipeline was resheathed 2 or less times. No other steps or devices were used to open the pipeline. The physician resheathed the pipeline to remove with the microcatheter and the pipeline was stuck in the phenom 27 microcatheter which was though to be due to the damage of the pipeline. The pipeline and phenom microcatheter were removed together and both devices were replaced to complete the procedure successfully. There was no harm or injury to the patient. Post-procedure angiography showed the replacement pipeline achieved the desired outcome.